Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery. During surgery, while preparing the pedicle for screw insertion, the probe broke. The surgeon attempted to retrieve. The broken tip remains in the pedicle.

Manufacturer narrative:
Additional information. The device was returned for evaluation. The unit was visually inspected and confirmed to be broken. Microscopic examination of the fracture surface found the fracture appearance to be consistent with mechanical overload under torsion. A review of the device history record did not identify any applicable non-conformance to specifications.